Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed for pain management, in the continuous+bolus mode, to deliver an unspecified concentration of fentanyl with bupivacaine, at a rate of 9ml/hr, a 2ml bolus dose, a 20 min patient lockout, a 3 bolus/hr limit, and a 250ml container size. The delivery was via an epidural route. On (B)(6) 2010 at an unspecified time, the solution container was due to be changed. At that time, the nurse compared the pump displayed volume to be infused and the measured remaining volume that was discarded from the container. The reported difference was 26.9ml less than the expected; however, the expected remaining volume was not specified. The device was removed from clinical service. The customer contact stated there was no change in the pt status. No medical interventions were required. Subsequent to the reported event, the nurse noted during a review of the analgesic record that the device had reportedly also delivered more than intended on (B)(6) 2010. The report indicated when the container was changed, there was a volume that was 29.8ml less than expected in the container. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).